Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported blurred vision in the left eye, the reading eye, post cataract surgery with intraoperative aberrometry. The patient has a scheduled one week postoperative visit with surgeon. Additional information unable to be obtained.

Manufacturer narrative:
No additional information provided. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).